Event description:
It was reported that resident was found to have that head and neck between the siderail and mattress. Knees were on the floor. The resident was moved to check pulse and respirations which were noted to be absent.